Event description:
The medical team had a stemi dtu study patient impella cp support in may of 2021. In (B)(6) 2022 the stemi dtu documentation was reviewed. Anemia was attributed to the pump and patient movement. The team infused 1 unit of rbcs. Later in (B)(6) 2022 the stemi dtu team further documented a vascular damage of the femoral artery that had been accessed for the impella. The damage had been observed after explant and patient movement. The artery was treated by an atrium stent.

Manufacturer narrative:
The medical center discarded all impella product in (B)(6) 2021. No benchtop investigation and analysis to root cause is possible. The investigation will close without root cause. Should more information be shared, a final report will follow.